Event description:
The customer reported to beckman coulter (bec) that less than 0.5 ml of blue fluid leaked from the coulter lh 750 hematology analyzer and that the fluid would drip from the manual mode. The leak was not contained within the instrument. The customer noticed the leak after troubleshooting with customer technical support (cts) for quality controls (qc) not working. The instrument generated incomplete differentials and hemoglobin (hgb) values on qc. The customer was wearing a laboratory coat and gloves, without eye protection. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event. There was no death or injury associated with this event, and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse stated that he did not observe a leak and could not replicate a probe drip. The fse indicated that the leak was resolved the day before this event. Upon further inspection, the fse found that the leak from the previous event had damaged manifold solenoids (mf17) and noted that pinch valve (vl41) flow cell reverse flush was not being activated during differential processing. The fse replaced the mf17 and performed system verification; all parameters passed specifications. The fse could not replicate the leak. The manifold solenoids (mf17) were damaged by leaking fluid from previous day event. (B)(4).